Event description:
New information noted the patient did not experience any adverse consequences, and high voltage therapy was programmed off on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the patient presented remotely via merlin.net transmission with noise on the right ventricular lead. No further information was available.